Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the use of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the patient experienced left groin pain (permanent pain) and urge incontinence after virtue procedure. Date of onset event: (B)(6) 2019. Description of the event : these events occurred after virtue procedure. During the 1st postoperative visit ((B)(6) 2019), they were still ongoing. Treatment: paracetamol as needed for the pain and solifenacin 5mg for the urge incontinence. According to the investigator, these events are related to procedure (device still implanted).